Event description:
Additional information received reported that there was air in the pump. The pump was emptied and the air was extracted. The pump was then filled with morphine. The patient was doing well, but it was unknown if the patient was receiving effective therapy. It was later reported that the patient had had "itching" since implant. It was also reported that the patient's catheter had dislodged which was determined after a dye study was completed. The catheter had backed out of the intrathecal space and was revised on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported, during a surgical pump implant or revision procedure, 35cc's of sterile water were aspirated from the pump reservoir, however, the pump reservoir then only accepted a fill of 30cc's of medication. Medication in the pump was morphine. Follow up information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8591-38, lot# d22974, implanted: 2012 (B)(6), product type accessory.